Event description:
This senior medical surveillance specialist spoke briefly with the patient/lay person's wife in 2009 regarding the patient's concern of inaccuracy during a blood glucose test on his onetouch ultra meter. She indicated the patient was ill due to having had chemotherapy that day and suggested I call him the next morning. The next day, I obtained an answering machine and left a message. Eventually, the patient and specialist spoke the following month, at which time the patient clarified and shared missing, critical information. The patient currently was using the replacement meter and had returned the subject meter that has not yet arrived. The patient's last chemotherapy session was three weeks prior to that day. The patient attempts to maintain blood glucose levels between 100 and 115 mg/dl. He rarely has results below 95 but will have symptoms when it does drop. Testing three times a day (morning, noon, and night), the patient's bedtime result at 9:30 pm on the month prior to original month was 223 mg/dl. He said that he felt fine. The patient ate his bedtime snack and then injected 18 units humalog (10 + the 8 based upon the result) along with his usual 10-15 units lantus. One hour later while reading, the patient began sweating and shaking. The patient immediately took a glucose tab and ate two crackers with peanut butter, relieving his symptoms. He did not test before self-treating nor recall his blood glucose after the issue. No medical intervention from another person was required. The patient's insulin regime remains the same. The patient denies having a low hematocrit due to chemotherapy. Hematocrit less than 30% may affect accuracy. Because the patient reported he felt hypoglycemia that was relieved after taking food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.